Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence and adhesions. The device had been used with a covidien tacker (lot#: p4e0072x). Treatment provided for these conditions included explant and placement of new mesh for repair of recurrent incisional hernia, removal of abdominal mesh, lysis of adhesions and myocutaneous flap advancement.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence and adhesions. Treatment provided for these conditions included explant and placement of new mesh for repair of recurrent incisional hernia as well as lysis of adhesions in (B)(6) 2016.